Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis indicated that the impedance on the atrial pacing lead was undefined and had a lead impedance out of range alert.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however lead data interrogated from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert; the atrial pacing lead was undefined and there was atrial oversensing.

Event description:
It was further reported that the right atrial (ra) lead had oversensing of noise indicated by electrocardiogram. The lead was programmed off until it was explanted and a new lead was implanted.

Event description:
It was reported that the right atrial (ra) lead had alerted for low impedance. The ra lead remains in use and is scheduled for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6944-65 lead, (B)(6) 2010. (B)(4).